Manufacturer narrative:
(B)(4). Device evaluation: result - no photos or samples were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no samples were returned for evaluation. Without a sample, an absolute root cause cannot be determined.

Event description:
It was reported that the patient found the needle on the suspect device broken when removed from the site. The patient had an x-ray but the broken needle was not found. The patient is reported to change the needle every ten days.